Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, while using a psr3d with a velocity delivery microcatheter (velocity) and a penumbra system jet 7 reperfusion catheter (jet7), the psr3d became detached from its pusher wire and remained in the mca. The procedure was completed by using the jet7 to aspirate the thrombus. There was no noted damage to the velocity and jet7 after removal. Additionally, there was no report of an adverse effect to the patient.